Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/30/2020. A manufacturing record evaluation was performed for the finished device pek398 batch number, and no non-conformances were identified. It was received for analysis a sealed box with thirty-six unopened samples and an opened box with eighteen unopened samples of product code y303h, lot pek398. The complaint sample was not returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of devices which failed in this procedure did each device had needle pulled off during actual use on patient? If no, explain how was procedure completed? Device return status. Note: events reported via mw # 2210968-2020-00125.

Event description:
It was reported that the patient underwent transgender procedure on an unknown date and suture was used. During the procedure, the needles kept popping off the suture. It was not reported how the procedure was completed. There were no adverse patient consequences reported. Additional information was requested.